Event description:
It has been reported to philips that there was no display on the monitor. The device was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon troubleshooting actions, fse identified that the 3rd party product mavig arm was connected to philips review monitor. The fse found there was no problem in the philips monitor. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The mavig arm belongs to a third-party product. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.